Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon (image blackout) was duplicated due to the breakage of the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device on the monitor became blackout when the subject device was connected to the video processor otv-s7pro and the video connector of the subject device was moved, and also found that there was contact failure of the electrical contacts of video connector. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (image blackout) could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon might have occurred because the image processing function did not work properly due to the failure of the electrical contacts of the video connector. If additional information is received, this report will be supplemented.